Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they fell and the ins moved out of the pocket, a revision was done on the ins and/or leads to resolve the issue. This had occurred the month after implanted. No patient symptoms were reported. No further complications were reported or anticipated.